Event description:
It was reported the pt had discomfort while charging, and had noticed an increase in temperature at the ipg site while charging. The pt was instructed to call and receive for add'l charging suggestions. The pt stated she did not need to call, because she would just stop charging if heating was present. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heated while charging events and other non-repeated events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.